Manufacturer narrative:
Updated sections: b4: date of thie report, g3: date received by manufacturer, g6: type of report: followup 01 and h10. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.

Event description:
Refer to h10.

Manufacturer narrative:
The endoscope was inspected by pentax media service under service order (B)(4) and the technician confirmed the scope was not reprocessed correctly. On 8-mar-2021 the scope passed the wet and dry leak tests. The endoscope was cleaned and disinfected anf the angulation was adjusted. Model eg29-i10, serial number (B)(4), has been routinely serviced at a pentax facility since the device was put into service on 10-jul-2017. The endoscope was returned to the customer. This complaint is being processed in accordance with dpa-qip-MDR decision backlog management plan.

Event description:
Pentax medical was made aware of an issue that occurred in the united states. The information provided that an eg29-i10 video upper g. I. Scope was sitting for over seventy-two (72) hours without being properly high level disinfected. The end user stated that they did not follow the rifu (reprocessing instructions for use) in regards to timely reprocessing after completionof a procedure as the endoscope was left soiled. The scope is being sent in for delayed reprocessing due to severe winter storms throughout (B)(6).